Manufacturer narrative:
A steris account manager offered in-service training on the proper use and operation of the 5085 srt surgical table and the user facility declined.

Manufacturer narrative:
The 5085 srt surgical table was removed from service following the reported event. No report of injury, procedure delay or cancellation. A steris service technician arrived onsite to inspect the 5085 srt surgical table and found all sensors to be operating properly with no errors displayed on the hand control. The technician tested the table "level" function, on the hand control and found it to be operating according to specification. No repairs were required. As a precaution, the technician recalibrated the table and cycled the surgical table through all articulations and positions. The surgical table was found to be operating according to specification and was returned to service. The table was manufactured in 2016 and is under a steris service agreement. On 11/15/2017, a steris account manager offered in-service training to the user facility on the proper use and operation of the surgical table and is awaiting a response from the user facility.

Event description:
The user facility reported that their 5085 srt surgical table tilted to the right during a patient procedure. User facility personnel utilized the hand control to level the surgical table and the patient procedure was completed successfully.